Event description:
Event description cpi received information that one day after initial implant, this selute lead had dislodged. The selute was removed from service and replaced with an active fix (sweet tip bipolar) lead.